Event description:
The customer called to report no delivery alarms. The customer also stated that she was hospitalized for an infection and high blood glucose levels. Unable to troubleshoot due to repeated no delivery alarms during prime attempts. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.